Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high pace impedances on the right atrial (ra) lead. Boston scientific technical services (ts) provided further review and observed that there was respiratory rate trend (rrt) oversensing occuring in addition to the occasional impedance spikes. Troubleshooting was recommended. Additional information was then received which noted the impedances then spiked to out of range values. The impedances were around typically around 750-800 ohms, but there were two spikes of greater than 2000 ohms. At this time, both products remain in service. The patient was seen and rrt was programmed off. The patient is being monitored. No adverse patient effects were reported.